Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/19056213. (B)(4). The device was not returned for review, therefore its condition cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, the patient's initial fall likely caused or contributed to the dislocation and resulted in damaged soft tissue, which facilitated the subsequent dislocations.

Event description:
It is reported that one patient had dislocation on the eighth day during a fall while out of the country. After 2 additional dislocations, surgical exploration (performed through the anterior incision) showed that the capsule had been torn and displaced posterior to the neck, forcing the hip to dislocate anteriorly. No exchange of components was required.